Event description:
An MRI was done due to the patient reports of thoracic pain and right leg numbness and per the reporter "not a problem with the pump/therapy". Per the health care provider the cause of the event was a fall at home, new injury. The pump delivered hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2011, explanted on: unknown. (B)(4).